Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed drainage from the midsternal and pocket incision in (B)(6) 2014. The patient was hospitalized in (B)(6) 2014 ans started on antibiotics. In (B)(6) 2014, the patient developed thrush (oropharyngeal candidiasis) which is a medical condition in which a fungus called candida albicans overgrows in the mouth and throat. Additionally, the patient was treated for an allergic reaction to the antibiotics. In (B)(6) 2014, the patient was presented back to the electrophysiology (ep) laboratory and a pocket revision procedure was performed due to infection.